Manufacturer narrative:
H3: the motion control box was returned to the manufacturer for analysis. Motion control box was installed into a test system for several days. The system booted and readied multiple times. Motion calibration was performed ans system passed. Motion travel on all axes was smooth and functional, gantry door was opened and closed multiple times with out issues. 2d and 3d imaging was performed, both were successful. No problem found. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000442, serial/lot #: rev. 1 : s/n (B)(4), UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the gantry motion control box. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was started, and would not completely boot. The motion indicators were scrolling. The representative went into the galil, and could not communicate with the gantry controller. No lights were on in the box. He checked cabling, checked 24vdc logic, which was present on other motion controllers, but not on the gantry controller. The motion interface assembly was swapped which did not fix the issue. Changed the gantry control box, and the system worked correctly.